Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No battery out limit alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the buttons were not responding on the customer's insulin pump, which had been splashed with water. A battery out limit alarm was received on the insulin pump and when the battery was replaced, the buttons were no longer working. It was advised that the customer discontinue use of the pump and revert to a back-up plan. His blood glucose level was 90 mg/dl. Nothing further was reported.